Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) generated an alert for a system impedance measurement greater than 400 ohms. During in-clinic troubleshooting, the measured system impedance was approximately 65 ohms, which is within the expected range. X-ray imaging was obtained and submitted to technical services (ts) for review; however, according to the field, there was no apparent evidence of electrode damage. The patient reported no falls, trauma, or other injury. No episodes of noise or stored events were observed. It was noted the device was programmed to the primary sensing vector at the time of the event. Ts reviewed the available device data and noted that system impedance had remained stable since implant until (B)(6) 2026, after which multiple impedance measurements greater than 400 ohms were recorded. Ts recommended provocative testing and additional x-ray imaging. According to the field, impedance measurements greater than 400 ohms were reproducible by manipulating the device can. Based on the available findings, the physician elected to explant the s-ICD system and replace it with a transvenous ICD system. Other then the intervention, no adverse patient effects were reported. Additional information: subsequent information received through a materiovigilance report from (B)(6) indicated that the s-ICD battery had a remaining capacity of approximately 50 percent at the time of explant.